Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that novum iq large volume pump (lvp) failed to detect a downstream occlusion. This issue occurred in the cardiovascular intensive care unit (cvicu) department. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR: the correct aware date to be 25 feb 2025. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.